Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the complaint was duplicated and confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a foot control device was "leaking oil". The planned surgical procedure was completed without delay as an identical spare was available for use. The reporter stated that the foot control "could have been knocked over." There was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.